Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter's the insulin pump was under delivering and her daughter experienced high blood glucose level of 320 mg/dl. The customer felt ok to troubleshooting high blood glucose level. Customer reported that they did contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with injections. Customer did not uses auto mode feature at the time of event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reports insulin exited at the quick release. Customer's mother does not want to continue to do troubleshooting for high blood glucose. The insulin pump was not returned for analysis.